Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: h3: yes product event summary: a partial delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. There was a mechanical issue with the tether of the delivery system. The delivery system tether was pulled apart. The delivery system tether was cut. The delivery system tether was frayed. The analyst noted a partial delivery system was returned without the tether pin. The device was not recaptured in the device cup and the deployment button was locked in the deployed position on the handle with the recapture cone in the deployed position. The tether was twisted near the recapture feature of the device. The tether was torn. Articulation could not be performed as only a partial delivery system was returned with the tether cut. Deployment could not be performed due to only a partial delivery system returned and the tether cut. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01us-delsys, expiration date: 28-may-2022, serial#: (B)(4), UDI #: (B)(4). Return date: 19-mar-2021. Device evaluated by MFR: no. Device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Device manufacture date: 10-dec-2020. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the first deployment the leadless ipg showed high thresholds and then the leadless ipg dislodged. The leadless ipg was recaptured and deployed where electrical's were ideal. It was then noted that there was resistance when trying to cut the tether on the delivery system and it would not move without considerable force. Both the leadless ipg and the delivery system were removed and replaced successfully. No patient complications have been reported as a result of this event.